Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2 reference MFR. Report: 1627487-2014-26522 it was reported the patient was experiencing auto-reducing. The sjm representative met with the patient and lead diagnostics showed auto-reducing was occurring on lead 9-15 and impedances were high. Reprogramming was able to resolve the issue. The patient is now receiving effective stimulation. Follow up information identified the patient feels better without the stimulation and surgical intervention may be pending to remove the scs system.